Manufacturer narrative:
(B)(4).

Event description:
It was further stated that a company representative met with the patient. The battery was overdsicharged. Her physician instructed her on how to reset it and charge it. If additional information is received, a follow up report will be sent.

Event description:
The patient reported on (B)(6) 2014 that she received assistance from her doctor or company representative and her concerns were resolved. An appointment date of (B)(6) 2014 at 12:15pm was noted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation. It was reported the patient had been beaten up by her husband on (B)(6) 2013 and her stimulator (ins) stopped working. It was noted the patient was dragged across the rooms on her side and stated "I 'dnk' if he pulled my wires loose". The patient stopped feeling stimulation in her legs after the event and was hospitalized. The patient was then getting out of the hospital and collapsed. The patient was walking with her cane again and did not feel any stimulation. It was reported the patient was still sore and the bruising was just going away, she ached all over and could not tell if there was any pain around the leads. It was later reported the patient had not been able to charger her ins. It was reported the patient tried to charge on (B)(6) 2013 and the "battery got overheated and it was not working". It was noted the patient thought the battery inside of her got hot, and reported feeling it only during the charging sessions. It was reported the patient did no see any message screens, only that her recharger (insr) showed her ins was "dead". The ins will get hot and will not charge. The ins had not been able to charge since (B)(6) 2013. It was noted the patient recharges about once a month and last time the patient charged was last month. It was noted the patients programmer showed the ins battery was low. No new reportable information.